Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's dental provider sent a letter of recommendation (lor) to continue treatment following smoothing after 4 years of round 1 aligners (which needed a redo) and round 2 (which was produced last summer) and jaw pain.the patient noted popping in the jaw, an air gap and bite concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.